Event description:
Brush heads come loose during brushing (device connection issue). No adverse effect (no adverse event). Case description: a consumer reported that recently while using an oral-b professional care rechargeable toothbrush the oral-b brushhead, version unknown come loose. No symptoms developed.

Manufacturer narrative:
Product and lot number not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.